Event description:
I am a nurse, diabetic and using sliding scale/nph insulin. I started using the abbott libre system 6-7 years ago when I had to pay for it out of pocket. Now it is on formulary so I pay a co-pay. I switched from the libre 14 day to the libre 3 about 4-5 months ago and have had continual problems with the sensors. They are supposed to last 2 weeks. At most, they last 6 days. The last sensor lasted 3 days. I put it on on saturday and it stopped working yesterday around 1 pm. I have no backup supplies to check blood sugar with me at work so had no idea how much insulin to take. I had to wait until I got home and then my sugars were in the 300s. This happens repeatedly. It usually stops working when I am at work and have no recourse. Each time I call the company, go through a bunch of troubleshooting, they say the sensor is bad and I need to return it which I do. They do replace it but they need to fix the problem. Abbott should be aware of the problem. They replace the sensor each time. And, if you google online - there are numerous reports of problems with the sensors for the libre 3. How is this allowed to continue? I am planning to switch to another device so I can trust the readings. I would never recommend the libre 3 to a patient again until they fix the issues.